Event description:
Following a diagnostic catheterization procedure in 2005, a vasosea vhd kit size 5 was deployed. The introducer was advanced and placement was checked. The sheath was pulled. The dilator and sheath were placed and the guidewire was removed. The first collagen plug was deployed and no resistance was met at the 1st black line. The tissue tract was more shallow than first thought. The second collagen plug was then deployed. It was noted that a piece of the sheath was missing when the sheath was removed. The pt had no pedal pulse, but this was attributed to possibly being from manual pressure. The site was pressed and part of the sheath was noted to still be in the pt. The remaining portion of the sheath was pulled out of the pt with hemostats. The pt's pedal pulses returned after occlusive hold was released and the sheath was removed. The physician observed and checked the pt for 24 hours and no ill effect was reported.